Event description:
It was reported that the device was displaying an air in line alarm, even though there was no air present in the line. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's problem was not confirmed. The device did not alarm for air in line. There was no problem found for the reported issue. Upon further inspection, it was found that the upstream occlusion (uso) seal was improperly applied. The uso seal was replaced to fix the issue.